Event description:
Repair request initiated for device with the report of detachment of component. No patient impact reported. Repair is being escalated to product event due to reason for the return.

Manufacturer narrative:
H3: product analysis: evaluation determined that the bearings are detached. The likely cause of failure was identified as inadequate preventive maintenance. It was also noted that the tube is worn and loose into the housing, internal items are stucked into the tube and not possible to remove, color band and laser markings are faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.